Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colon resection. According to the reporter: when trying to connect the anvil to the instrument, the anvil got apart and tore rectum tissues. The procedure was converted to an open procedure and the surgeon had to redo the anastomosis at a lower position (about 5 cm). A temporary ileostomy was created, for safety.